Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads exhibited possible fractures. Both the ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.